Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced low anterior chamber reaction, corneal swelling, descemet folds. The patient is currently under treatment and improving. Additional information was received stating that, as per the surgeon's opinion, the suspected late onset of the toxic anterior segment syndrome (tass) could be related to lens material. The patient has been treated with steroid ointment and antibiotics. The physician also stated that, at the moment the right eye still has some edema but the vision is back to 20/20. The edema developed after 2 or more weeks, 1 week after surgery there was no clinical edema present. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information provided in h.3. And h.10. Correction information provided in h.6. Correction: on initial MDR the product evaluation code of 4114 was an error. It should have been 4117 on the original MDR. The product was not returned. It is unknown if a qualified cartridge and handpiece were used with the indicated qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provided that the patient improved with treatment. The manufacturer internal reference number is: (B)(4).